Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. It was reported that the reservoir compartment of the insulin pump was slightly damaged and the o-ring fell off. The customer reported that as a result of the cracks, the insulin pump was no longer water tight. No additional information was provided.